Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 445 mg/dl. Customer's other blood glucose value was 300 mg/dl and 340 mg/dl. Customer stated that the insulin pump had no delivery alert. Customer states the insulin exited. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. (B)(4).